Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion prying/leveraging during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-feb-2026, a sales representative reported via (B)(4) that the ar-3610pk-3 1.8mm perc insert kit for fibertak experienced an issue when attempting to do a posterior perc labral repair, but the switching stick from the kit would not slide over the guidewire. The surgeon then removed the wire from the shoulder and tried to pass the guidewire through the switching stick again. It would only go in about 25% of the way before it would stop. The surgeon attempted to use force to pass it through to no avail. This issue was discovered during a case with no patient harm.